Event description:
A customer reported that the pump occasionally triggered an occlusion alarm and failed to deliver insulin despite no issues with the infusion set. When this occurred, the customer used the "fill tubing" function to manually deliver the required insulin. There was no adverse impact to the customer's blood glucose level. The customer handled the situation independently and indicated no need for further follow-up at this time.